Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were moving to a different department with no help and picked up a "dieses" and there was a pop in their back, the front of the leg went numb and that was went they started having issues. The patient reported that no steps were taken to resolve the issue, it seemed like no one wanted to deal with it. The patient was thinking of having it removed. The patient was still in pain. There was pain all under and surrounding the battery. The issue wasn't resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the event was unknown. The difficulty charging was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient  saw a manufacturer's representative (rep) a few weeks back and they determined nothing wrong with the leads, etc. The patient wasn't sure what was going on with the box. The patient reported that for some reason it was getting real hard to charge the neurostimulator (ins) and the ins was not keeping charged. The patient reported that the ins kept shutting off and will say excellent go from empty to full in one hour. The patient states it took forever to get charged and yesterday took 2 hours to get to 30%. The patient reported that this has happened before where he had charged to 100 and next day is at 70%. The patient stated they will be at 30-40% and will wake up and the ins was dead. The patient reported that the controller keeps throwing codes at him and was not aware of what the codes are. (B)(6) 2021. No new information. (B)(6) 2021. No new information.